Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned an (B)(6) female patient. Medical history included heart was not good and coronary stent. Concomitant medications included repaglinide and voglibose; all for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin mix 70/30) from a cartridge via a reusable pen (humapen ergo 2) subcutaneously for the treatment of diabetes; beginning sometime in 2008. Dosage regimen was not provided. In 2014 or in 2015 (it was not clear), she was hospitalized because her blood sugar was not controlled well (no values provided) and her body had uncomfortable situation. During the hospitalization, her physician stated that the effect of human insulin isophane suspension 70%/human insulin 30% therapy was not good. In 2014 or in 2015, she changed her treatment to insulin lispro (rdna origin) (humalog) cartridge, 13 units three times a day also she received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge, 10 units a day; both drugs subcutaneously via a reusable pen (humapen ergo 2) for the treatment of diabetes. On an unspecified date, during human insulin isophane suspension and insulin lispro therapies, her blood glucose was not well controlled. In (B)(6) 2015 her pre-prandial blood glucose was 10 (units not provided). On an unknown date, her blood sugar was not controlled well recently (no values provided), her fasting blood glucose was a little high; it was on 13 to 14 (no units or reference ranges provided). Her blood glucose increased and it might be caused because she forgot to inject her insulin lispro or human insulin isophane suspension therapies. On an unspecified date, she sometimes experienced injection site pain. On an unspecified date, she complained that the injection button was hard to push down (product complaint (B)(4)/lot 0712d02) no more details reported. Information regarding corrective treatment and outcome of the events was not provided. Human insulin isophane suspension and insulin lispro therapies continued. The user of the humapen ergo 2 and her training status was not provided. The humapen ergo 2 model duration of use and the suspect humapen ergo 2 duration of use were about nine year. The action taken with the suspect humapen ergo 2 was not provided and its return was unknown. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or to human insulin isophane suspension nor to insulin lispro therapies. Update 29-jul-2016: additional information was received from the initial reporter on 26-jul-2016 via a psp. Added two serious events of blood glucose abnormal and discomfort, three non-serious events of blood glucose increased, possible drug dose omission and injection site pain also medical history, concomitant medications, lab test, human insulin isophane suspension 70%/human insulin 30% as suspect drug, humapen ergo 2 as suspect device. Updated human insulin drug to human insulin isophane suspension and narrative with new information. Update 02-aug-2016: upon review of this case, the case was opened to add the product complaint information to the narrative, and to update the medwatch fields for regulatory reporting. Edit 03-aug-2016:upon internal reviewed on 03-aug-2016. It was recoded the suspect drugs human insulin isophane suspension 70%/human insulin 30% and human insulin isophane suspension using the company dictionary. No more changes were made to this case.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was hard to push down. The patient experienced abnormal blood glucose levels and injection site pain. The device was returned to the affiliate site, but has not at this time been returned to the manufacturer for investigation (batch 0712d02, manufactured december 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy or high injection force. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The patient used the device for nine years which is beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. Should the device be returned in the future, the investigation will be reopened and the device investigated. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of abnormal blood glucose levels or injection site pain.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned an (B)(6) year-old (B)(6) female patient. Medical history included heart was not good and coronary stent. Concomitant medications included repaglinide and voglibose; all for unknown indication. The patient received human insulin isophane suspension (B)(4)%/human insulin (B)(4)% (rdna origin) (humulin mix (B)(4)) from a cartridge via a reusable pen (humapen ergo 2) subcutaneously for the treatment of diabetes; beginning sometime in 2008. Dosage regimen was not provided. In 2014 or in 2015 (it was not clear), she was hospitalized because her blood sugar was not controlled well (no values provided) and her body had uncomfortable situation. During the hospitalization, her physician stated that the effect of human insulin isophane suspension (B)(4)%/human insulin (B)(4)% therapy was not good. In 2014 or in 2015, she changed her treatment to insulin lispro (rdna origin) (humalog) cartridge, (B)(4) units three times a day also she received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge, (B)(4) units a day; both drugs subcutaneously via a reusable pen (humapen ergo 2) for the treatment of diabetes. On an unspecified date, during human insulin isophane suspension and insulin lispro therapies, her blood glucose was not well controlled. In (B)(6) 2015 her pre-prandial blood glucose was (B)(4) (units not provided). On an unknown date, her blood sugar was not controlled well recently (no values provided), her fasting blood glucose was a little high; it was on 13 to 14 (no units or reference ranges provided). Her blood glucose increased and it might be caused because she forgot to inject her insulin lispro or human insulin isophane suspension therapies. On an unspecified date, she sometimes experienced injection site pain. On an unspecified date, she complained that the injection button was hard to push down (product complaint (B)(4)/lot 0712d02) no more details reported. Information regarding corrective treatment and outcome of the events was not provided. Human insulin isophane suspension and insulin lispro therapies continued. The user of the humapen ergo 2 and her training status was not provided. The humapen ergo 2 model duration of use and the suspect humapen ergo 2 duration of use were about nine year. The device was returned to the affiliate quality group on (B)(6) 2016, but had not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin isophane suspension (B)(4)%/human insulin (B)(4)% or to human insulin isophane suspension nor to insulin lispro therapies. Update (B)(6) 2016: additional information was received from the initial reporter on (B)(6) 2016 via a psp. Added two serious events of blood glucose abnormal and discomfort, three non-serious events of blood glucose increased, possible drug dose omission and injection site pain also medical history, concomitant medications, lab test, human insulin isophane suspension (B)(4)%/human insulin (B)(4)% as suspect drug, humapen ergo 2 as suspect device. Updated human insulin drug to human insulin isophane suspension and narrative with new information. Update (B)(6) 2016: upon review of this case, the case was opened to add the product complaint information to the narrative, and to update the medwatch fields for regulatory reporting. Edit (B)(6) 2016:upon internal reviewed on (B)(6) 2016. It was recoded the suspect drugs human insulin isophane suspension (B)(4)%/human insulin (B)(4)% and human insulin isophane suspension using the company dictionary. No more changes were made to this case. Update (B)(6) 2016: no additional information was received product complaint numbers were already processed accordingly. No changes were made to this case update (B)(6) 2016: additional information received on (B)(6) 2016 from the global product complaint database added the device specific safety summary, the manufactured dated of the device, and the return to the affiliate quality group date; updated the status of the device; updated the medwatch and european and (B)(6) required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was hard to push down. The patient experienced abnormal blood glucose levels and injection site pain. The investigation of the returned device (batch 0712d02, manufactured december 2007) found the device body cracked near the lens/bezel due to excessive force while in the field. The investigation also found the soft touch discolored and detached as well as white crazing of the cartridge holder; both of these defects are caused by exposure to an unknown chemical while in the field. The device met functional requirements and met dose accuracy and glide force specifications; therefore, no malfunction was identified. The patient used the device for nine years which is beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. The user manual also describes the proper care and storage of the device, and it instructs to not use the device if it appears broken or damaged and to contact lilly or the healthcare professional for a replacement pen. There is evidence of improper use and storage. The patient used the device beyond its approved use life and the device body was cracked near the lens/bezel. In addition, the pen had been exposed to an unknown chemical as the soft touch was detached and discolored and white crazying observed on the cartridge holder. This damage may not be relevant to the event of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned an (B)(6) female patient. Medical history included heart was not good and coronary stent. Concomitant medications included repaglinide and voglibose; all for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin mix 70/30) from a cartridge via a reusable pen (humapen ergo 2) subcutaneously for the treatment of diabetes; beginning sometime in 2008. Dosage regimen was not provided. In 2014 or in 2015 (it was not clear), she was hospitalized because her blood sugar was not controlled well (no values provided) and her body had uncomfortable situation. During the hospitalization, her physician stated that the effect of human insulin isophane suspension 70%/human insulin 30% therapy was not good. In 2014 or in 2015, she changed her treatment to insulin lispro (rdna origin) (humalog) cartridge, 13 units three times a day also she received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge, 10 units a day; both drugs subcutaneously via a reusable pen (humapen ergo 2) for the treatment of diabetes. On an unspecified date, during human insulin isophane suspension and insulin lispro therapies, her blood glucose was not well controlled. In (B)(6) 2015 her pre-prandial blood glucose was 10 (units not provided). On an unknown date, her blood sugar was not controlled well recently (no values provided), her fasting blood glucose was a little high; it was on 13 to 14 (no units or reference ranges provided). Her blood glucose increased and it might be caused because she forgot to inject her insulin lispro or human insulin isophane suspension therapies. On an unspecified date, she sometimes experienced injection site pain. On an unspecified date, she complained that the injection button was hard to push down (product complaint (B)(4)/lot 0712d02) no more details reported. Information regarding corrective treatment and outcome of the events was not provided. Human insulin isophane suspension and insulin lispro therapies continued. The user of the humapen ergo 2 and her training status was not provided. The humapen ergo 2 model duration of use and the suspect humapen ergo 2 duration of use were about nine years. The device was returned 16aug2016, no malfunction was found. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% or to human insulin isophane suspension nor to insulin lispro therapies. Update 29-jul-2016: additional information was received from the initial reporter on 26-jul-2016 via a psp. Added two serious events of blood glucose abnormal and discomfort, three non-serious events of blood glucose increased, possible drug dose omission and injection site pain also medical history, concomitant medications, lab test, human insulin isophane suspension 70%/human insulin 30% as suspect drug, humapen ergo 2 as suspect device. Updated human insulin drug to human insulin isophane suspension and narrative with new information. Update 02-aug-2016: upon review of this case, the case was opened to add the product complaint information to the narrative, and to update the medwatch fields for regulatory reporting. Edit 03-aug-2016:upon internal reviewed on 03-aug-2016. It was recoded the suspect drugs human insulin isophane suspension 70%/human insulin 30% and human insulin isophane suspension using the company dictionary. No more changes were made to this case. Update 12-aug-2016: no additional information was received product complaint numbers were already processed accordingly. No changes were made to this case update 30-aug-2016: additional information received on 29-aug-2016 from the global product complaint database added the device specific safety summary, the manufactured dated of the device, and the return to the affiliate quality group date; updated the status of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 28sep2016. Additional information received 28sep2016 from the product complaint safety database. To the device tab updated the device specific safety summary (dsss), changed malfunction to no, updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.